Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to a bacteremia caused by a secondary infection of (B)(6). As result, the patient underwent a surgical intervention wherein the physician experienced removal difficulties and helix retraction issues. The lead was extracted with a locking stylet to resolve the issue.